Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2014. The customer reported during low blood glucose troubleshooting the customer reported two hospitalizations. The blood glucose value at the time of admission over 500 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with insulin drip and manual injections. The customer was wearing the pump at the time of the hospitalization. The second hospitalization was on (B)(6) 2017. The blood glucose value at the time of admission over 400 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with insulin drip and manual injections. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.